Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien transcatheter heart valve is indicated for use in patients with severe symptomatic calcified native aortic valve stenosis. In addition to the procedural factors (valve placement too ventricular), it appears that patient factors (e.g. Mild native valve calcification with potential under sizing of the valve) likely contributed to this event. Cine and echo images were provided to edwards and reviewed by the medical director. The following observations and impressions were provided: ¿ moderate aortic valve calcification. ¿ poor coaxial alignment of the sheath, wire and delivery system, with medial bias of the wire ¿ good image intensifier angle (iia) . ¿ valve positioned with non-coronary cusp 60:40 aortic/ventricular, lcc appears to be 90% in the lvot. Immediately after deployment, the valve moved lower in the lvot. ¿ delivery system (ds) balloon re-inflated in an attempt to further expand the valve 30:70 in the ncc. The valve embolized to the ventricle . ¿ 2nd valve and ds advanced; sheath, wire and delivery system with fair coaxial alignment and lateral bias of the wire. ¿ patient went into cardiac arrest and put on cardiopulmonary bypass . ¿ 2nd valve deployed in good position, slightly aortic, with the first valve in the ventricle. ¿ next image demonstrates valve in descending aorta. ¿ next image demonstrates valve sideways in the descending aorta in this case, the cause of the valve embolizations to the ventricle appears to be that the valves were undersized in relation to the annulus. The reported valve dimensions cannot be confirmed without echo. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no.: 2015691-2014-01012.

Event description:
During the transapical tavr, a 26mm sapien valve was positioned in a more ventricular position due to concerns for low coronary heights. The valve was deployed lower than intended and a second valve was prepped. When the second delivery system was crossing the valve, the first valve was pushed and embolized into the left ventricle. The patient was placed on cardiopulmonary bypass and the second valve was successfully deployed. The embolized valve was crushed and removed through a ventriculotomy. The patient was removed from bypass to evaluate cardiac function. Moderate ai was present in the native valve and the patient was moderately stable at the end of the procedure. The patient¿s native annulus measured 23.6 x 29.5mm by CT with mild native valve/leaflet calcification and no root calcification noted. The embolization of the valve was reported to be from under sizing device selection annulus size. The patient expired 6 days post tavr.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien transcatheter heart valve is indicated for use in patients with severe symptomatic calcified native aortic valve stenosis. In addition to the procedural factors (valve placement too ventricular), it appears that patient factors (e.g. Mild native valve calcification with potential under sizing of the valve) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.